Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes. (B)(4).

Event description:
It was reported that a coil protrusion occurred. The target aneurism was located in the moderately tortuous and moderately calcified right internal iliac artery. A 4 mm x 10 cm interlock-35 was selected for treatment. During the procedure, coiling was performed by flushing continuously on contralateral approach. When inserting the last device, the contrast catheter backed off and the unraveled coil protruded out of the external iliac artery. The properly placed coil wire was secured using a snare and sg was compressed using balloon catheter. The protruding coil was successfully retrieved by pulling it slowly while ensuring that the other coil will not come out. The procedure was completed without performing additional placement. There were no patient complications reported.